Event description:
It was reported that the customer received an unexpected restart alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose levels at the time 88mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programed and monitored for 24 hours and no unexpected alarms were noted. The insulin pump passed the self-test, excessive no delivery error test and displacement test. No solid black circles, noise anomaly or unresponsive button anomaly was noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. The connector at lcd board was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.